Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91j68. The analysis results found that the er320 device was returned with two clips jammed between the top shroud and the floor; the clips were removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; no jamming issues occurred upon testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was caught in the jaws and the next clip could not be fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.